Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the unused tubing lines during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is the unused tubing which the patient acknowledged he had forgotten to clamp. The patient reported receiving pressure leak alarm during drain 4 of 5 (prior to leak). While on the phone with technical support, when the patient cancelled treatment a system error alarm appeared prior setup which was preventing the patient from setting up new supplies. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that patient has received a new cycler. Follow up attempts were performed to confirm that the previous cycler was returned and that a cassette sample was available. However, a response has not been received. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler was scheduled returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.